Event description:
Information was received from health care provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator for radicular pain syndrome (radiculopathies). It was reported that the batterywas overdischarged. The battery was interrogated the day of the surgery, and replaced. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.